Event description:
Medical devices agency brought in 2 ms26's for exam after receiving a report of a death. At hospital police investigation. Suspected overinfusion although post mortem showed no signs of increased dosage of diamorphine (remained within therapeutic dosage regime) also suspected that relatives tampering with the pumps.